Manufacturer narrative:
Concomitant medical products: dtba1d4 device, implanted: (B)(6) 2013; 5076-52, lead, implanted: (B)(6) 2017.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead and high lv thresholds were noted. In addition, the right atrial (ra) lead showed low impedance and oversensing on the atrial channel. The lv lead and ra lead were explanted and replaced. No further patient complications have been reported as a result of this event.